Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
Customer stated the contour next did not show all of the readings in the memory compared to what he had recorded in his notebook log. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to him.